Event description:
It is reported that a customer experienced high blood glucose of 445 to 600 mg/dl. The customer was treated for the high blood glucose with 13 units of injections. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the insulin pump works as designed. However, the customer was advised to change the infusion and reservoir sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.